Event description:
The recipient is reportedly experiencing loss of lock following a hit to the head. External equipment was exchanged, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. In addition, the external visual inspection revealed a dented bottom cover. The photographic imaging inspection revealed damaged bond wires. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection confirmed disturbed wire bonds and revealed wire bond shorts. The device passed this test following separation of wire bonds. The failure of this device is attributed to shorted wire bonds the digital chip, which prevented the device from achieving lock. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly has not followed up regarding revision surgery. The recipient is believed to have experienced an in-situ failure. A review of the device history record noted no rework. The recipient remains implanted. This is the final report.